Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor alarmed lost sensor. It was found in the alarm history that the insulin pump alarmed unexpected restart, displayable history crc check failed on start up, external ram crc error and spi to asic communication error. The issue on the sensor was resolved upon troubleshoot. No further information provided.